Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater element failure. Representative discussed this was indicative of a heater failure. Biomed stated they would order and replaced the heater onsite. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 92. Representative discussed this was indicative of a heater failure. Biomed stated they would order and replaced the heater onsite. As per additional information on 01dec2022, based on the reported issue, all information needed has been received and there was no patient involvement as it was found during calibration. Biomed would order a new heater and replace onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 92. Representative discussed this was indicative of a heater failure. Biomed stated they would order and replaced the heater onsite. Per additional information on 01-dec-2022, based on the reported issue, all information needed has been received and there was no patient involvement as it was found during calibration. Biomed would order a new heater and replace onsite.